Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter contacted lifescan (lfs) in 2007 and alleged that the meter was reverting to the set-up mode. The patient was unable to test on the day of the event. She does not recall when she was last able to test. She woke up on the same day and was sweating and not feeling well. She did not take her diabetes medications that day because she thought her blood glucose might be low as per her symptoms. Her husband took her to the physician's office and she was found to have a very low heart rate and high blood pressure. The physician told her to go straight to the emergency room. She was told her blood glucose was high upon admission. Prior to the hospitalization, she reported that she was able to test her blood glucose "off and on." She normally tests 3 times per day. Prior to the hospital visit, she was taking metformin twice daily and lantus twice daily. Since being discharged, she continues to take her metforming as prior, but she takes lantus once daily. Her lantus is not based on her meter results. The patient could not say why she was admitted, but while in the hospital the patient had a pacemaker put in. She stated that she was not aware she had heart problems before this incident. It is not clear her hospitalization was related to diabetes as the patient's acute issues were related to having a slow heart rate (i.e. The patient required a pacemaker). The patient reporter no meter trauma. She reported that she was having various problems, so she took the battery out of the meter. When the patient attempted to test on the meter, the meter was in the set up mode. This complaint is being reported, although the meter does not appear to have malfunctioned, the patient did not take her insulin, as she did not know what her blood glucose was, and she was subsequently hospitalized with high blood and heart problems. A replacement meter has been sent.